Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. Upon investigation the battery charger was unable to complete essential performance testing. The battery charger displayed battery charging with no battery inserted. The cause for the failure was contamination on the battery pca, a shorted u13 cmos flash microcontroller, and a shorted d2 diode on the bedside pca. The damage to the diode, transistor, and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
During investigation of the charger sn (B)(4) for an unrelated issue, a reportable malfunction was found. The charger was unable to complete essential performance testing.